Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 23mm sapien 3 ultra valve. As reported, there was a discussion with the implanting physician before case about protruding eccentric calcium in sinotubular junction (stj) as a concern. The 14fr esheath+, 23mm commander delivery system, and 23mm s3u valve was prepped according to the IFU. The valve was prepped and an additional +1cc added to the inflation device. The procedure went as planned until after valve was implanted, the balloon of the delivery was burst and was confirmed by pulling blood back into the syringe. The valve appeared fully expanded and all volume was given, so implanting physicians agreed that no post dilation was necessary. The commander system was pulled into the esheath without resistance and removed with esheath as a unit. The commander system was assessed and appeared to have a clean longitudinal tear in the balloon without any missing balloon pieces. The patient remained unharmed and stable throughout the procedure and moved to post-op to recover as planned. The stj calcium was identified cause of the balloon rupture.